Manufacturer narrative:
A product investigation was completed: the relevant dimension of the guide wire was checked with a caliper and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. No product fault could be detected. Our evaluation has shown that the upper part of the guide wire is strongly bent into different directions and there are strong stress marks all over the wire visible. The guide wire does run into a cone before the fracture zone. This is a clear indication that the reamer did cut into the wire, did erode the wire down into a cone till it finally sheared off as it was too weak to withstand the applied force. Typically such a cut-in effect is caused be a bent guide wire after insertion, applying to much lateral force during reaming or a combination of both causes. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: september 09, 2016. Expiry date: august 01, 2026. Device was first manufactured unsterile under the lot l115901 in (B)(6) and sterilized afterwards. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a dynamic hip system (dhs) case a guide wire broke in a patient. The broken section of the guide wire was retrieved and the surgery was finished. No information available about patient condition, surgical delay and outcome. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Describe event or problem. Corrected data: reporter name, occupation, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All broken off pieces were removed and the surgery was successfully completed. The surgery was prolonged about 25 minutes.